Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/10/2020. H.6. Investigation: four photos were received. One box with a physical sample in hazardous containment packaging was also received. The label identified the contents as bortezomib. Due to the hazardous nature of the contents, the sample could not be handled and evaluated. The photos were evaluated. A loose 3ml syringe was observed in a user¿s gloved hands. The syringe had a customer tip cap attached and was filled with 1.0ml of liquid. A black foreign matter particle was observed on the edge of the luer collar. From the three photo angles provided, the particle appeared to be embedded in the plastic and was likely burnt plastic. Based on the photo, it was difficult to determine the size of the embedded particle. No measurements or scale were provided for reference. It appeared to be between level 2 and level 3 in size, which would be considered an acceptable cosmetic defect not affecting function per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9064770 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. No corrective actions are required at this time.

Event description:
It was reported that prior to use foreign matter was discovered with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter: we had to block one of our patient-individually manufactured preparations due to an indefinable contamination and re-manufacture them for quality assurance reasons. Has two black elevations at the luer lock input. These elevations could not be removed by gentle mechanical friction with a compress.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter: we had to block one of our patient-individually manufactured preparations due to an indefinable contamination and re-manufacture them for quality assurance reasons. Has two black elevations at the luer lock input. These elevations could not be removed by gentle mechanical friction with a compress.